Manufacturer narrative:
Device evaluation is not necessary as the infection is not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that the patient had a non-serious infection noted to be "probably related" to vitaria system other and not related to vitaria stimulation or implant. Further information was received via clinical study reconciliation report. Information was received regarding the patient's reported "generator infection" of mild severity, not related to vitaria implant or stimulation and probably related to "vitaria system other" with rationale "patient was using a backpack leaf blower-the straps rubbed generator site which caused mild ir". Medication was required for the infection and the patient was noted to be recovering. Device history records were reviewed for the generator and the device passed all functional specifications and quality tests and were sterilized prior to distribution. No additional relevant information has been received to date.

Event description:
Information was received from the clinical trial site team stating that per the medical professional, the patient does a lot of vigorous upper body/arm exercise with an elliptical and has used a leafblower in the past which first aggravated the generator implant site. After antibiotics (levaquin) the initial swelling/edema resolved. However it has recently started swelling again. The skin was intact but there was an edema present, and the patient was taking antibiotics and asked to reduce the amount of aggressive exercise he does. The medical professional confirmed that the device was protruding initially and there was no edema and was related to the patient being thin. The medical professional believed that the exercise is causing friction on the generator which leads to irritation in the pocket which then results in edema. The medical professional confirmed this is the recurrence of the same event as the earlier reported infection. The medical professional confirmed that he will continue with the plan to provide antibiotics & recommend rest. Automated clinical trial report also reported generator site swelling was "possibly related to vitaria system other" with rational "subject is very thin and muscular, generator is prominent on his chest and easily bumped, rubbed". Medication as given to the patient as treatment. Further information was received that the patient's generator site had eroded and the generator can be seen clearly protruding through the skin. The patient was admitted to the hospital for IV antibiotics. The patient's device has been explanted. No additional relevant information has been received to date.